Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a multiple minimum fill notifications occurred after filling the cartridge with 300 units of insulin. Additionally, it was reported that a out of insulin alarm occurred. Customer¿s blood glucose level ranged between 150-200 mg/dl. Reportedly, the customer reloaded the cartridge and successfully resumed insulin delivery.